Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-17237, 2017865-2023-17238 and 2017865-2023-17239. It was reported the patient presented with a pocket infection. The entire system was explanted without issue. There were no reported adverse consequences. The patient condition was unknown. Further information was requested but not received.